Event description:
During an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. The pulmonary veins were isolated using a tacticath quartz ablation catheter when the patient's rhythm changed to atrial flutter, which required cardioversion. A roof line and mitral isthmus flutter line ablation was then completed when a decrease in blood pressure was noted. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was completed which stabilized the patient. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.